Event description:
The customer reported during an angio procedure, the system started delivering some poor quality images. The screen became black. System was rebooted and worked fine for the rest of the procedure. No injury to pt.

Manufacturer narrative:
The service rep found that in subtract mode, not wall images were of a consistent quality. Reloaded software. System operating as intended.